Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd maxzero¿ needleless connector had flow issues. The following information was provided by the initial reporter: "the device doesn't pass the solution."

Manufacturer narrative:
H6: investigation summary a mz1000-br product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21056493. No further information was available to determine the connecting product that was connected to the maxzero at the time of the connection issues being observed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21056493 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
It was reported bd maxzero¿ needleless connector had flow issues. The following information was provided by the initial reporter: "...the device doesn't pass the solution."